Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rn noticed more than 3 air bubbles in the heparin tubing connected to the white lumen of the patient's 2.6 fr PICC. Rn disconnected the IV tubing from the patient, ordered new heparin from pharmacy and prepared new tubing for the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used not contaminated sample without packaging was returned for evaluation. The sample was leak tested, and no leakage was detected. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specifications. The defect reported is not confirmed. Based on the evaluation, the samples met internal specifications, and no product deviations were identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.